Event description:
The surgeon placed the IV catheter needle for caudal injection-the plastic catheter (sheath) broke off the hub and had to be retrieved when surgical incision for laminectomy done. Device was retrieved and unit being sent back to MFR for evaluation and testing. However after carefully reviewing and discussing this complaint with the end user, it was identified that the IV catheter was used for caudal injection always by their staff-anes physicians included.